Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. : patient information and repair information were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator display has no illumination. It is unknown if the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
No patient information provided by the customer.